Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted (245 mg/dl). The customer took a manual injection to stabilize bg level. The customer was able to reload a cartridge onto the pump and resume insulin delivery.